Manufacturer narrative:
The technician found the brake caster is worn which may be due to normal wear and tear. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. The bed is located in the bed shop of the facility. There was no patient/user injury reported. (B)(4).